Event description:
User reports that the instrument has printed the same almost identical results for two pt samples. Results were reported and were questioned by a nurse. Both patient samples were then repeated. Repeat results for pt 1 match original results received. Initial results for pt 2: sodium 126 mmol/l, potassium 5.3 mmol/l, glucose 405 mg/dl and calcium 9.1 mg/dl. Repeat results for pt 2: sodium 138 and 139 mmol/l, potassium 4.1 and 4.2 mmol/l, glucose 137, 133 and 134 mg/dl, calcium 8.3 and 8.6 mg/dl. User states pt was not treated based on the erroneous result. The field service representative could not duplicate the problem, however, it was noted a piece of a barcode was left on the metal adapter which would indicate that the sample was run from a cup. It was additionally noted that barcodes on the racks were worn and the racks were replaced.